Manufacturer narrative:
Batch review performed on 05 july 2019: lot: 1210183d: (B)(4) item manufactured and released on 4-mar-2019. No anomalies found related to the problem. No similar event reported on this batch. Visual inspection performed on 22-july-2019: the spring ball plunger is came apart. It is possible this occurrence was influenced by variation in production/assembly however this cannot be confirmed. Evaluation of the solution on going.

Event description:
During the surgery the instrument lever locking ball fell out of the instrument. It didn't fell in the patient. The surgery was completed successfully using a back-up handle.